Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and was trying to do a bolus but insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was 436 mg/dl at time of incident and had a bolus using the insulin pump and blood glucose going down to 371 mg/dl and other blood glucose level was 346 mg/dl. Customer reported that they feel okay to troubleshoot for high blood glucose reading. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that very tiny bubbles were present along the tubing length. The devices will not be returned for analysis.